Event description:
An operating room nurse reported that during a planned iol (intraocular lens) exchange with anterior vitrectomy procedure, the vitrectomy probe was not cutting well. The case was able to be completed with no harm to the pt. Additional info has been requested.

Manufacturer narrative:
No probe was received for eval of "vit cutter was not performing well/not cutting well". There was no lot number identified with this complaint; therefore, the device history record could not be reviewed. Because a sample was not returned with this complaint, the root cause cannot be determined. All probe components are 100% visually and functionally inspected by trained operators during manufacturing. (B)(4).